Manufacturer narrative:
(B)(4). Date sent: 6/15/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: is the current patient status known? Unknown . Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).(B)(6), rnfa a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a splenectomy that the gst60b reload ¿did not form only sheared the tissue¿. Patient consequences are unknown. Device is available for return. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.